Event description:
A pt reported experiencing inaccurate erratic results with an ot basic enhanced meter. The pt's blood glucose was 217 mg/dl, 341 mg/dl, and 234 mg/dl with less than 10 minutes, with a difference of 28%. Pt did not experience any adverse events. No further info has been reported.